Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 8292037, 510k # k031967 was cleared in the united states. Implants remain implanted. The intraoperatively x-rays show that complex construct at l1-k2-l3-l5-tran-sacral. Post-op films show disassociation of left trans-sacral screw. The films cannot document dysfunction on the right side. Rod may have been too short on the left which could have lead to loosening and disassociation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt had undergone a procedure at l2-iliac using posterior fixation. It was reported that one t-bolt was loosening at iliac. No revision surgery is reported at this time.